Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary: the complaint device was received and evaluated. A visual inspection was performed to determine if the device had any gross visual defects that may contribute to the reported failure. No gross visual defects were observed on the device. With the information provided and no anomalies observed on the device, we cannot determine a definitive root cause as to why the reported failure was experienced. Furthermore, a manufacturing record evaluation was performed for the finished device lot number (m1812031), and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history: a manufacturing record evaluation was performed for the finished device m1812031 number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via email that during a subacromial decompression procedure the 4mm barrel burr plus seized up. After removed from the shoulder the inner blade was stuck in the outer blade. The device was only in use for approximately 15 seconds before the issue occurred. Swapped burr to resolve issue. There was no patient harm but there was only 30 seconds surgical delay to replace the burr with a new one. The device will be returning for evaluation.